Event description:
It was reported that the field was unable to establish telemetry with this pacemaker. Surgical intervention was then performed to explant and replaced the device. No additional adverse patient effects were reported.

Event description:
It was reported that the field was unable to establish telemetry with this pacemaker. Surgical intervention was then performed to explant and replaced the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was observed to have no telemetry. The device case was removed and the battery was removed from the circuit and tested. Based on analysis of the device memory, it was observed that the device exhibited normal battery depletion. The cause of the inability to interrogate the device in the field was due to a normal depletion.